Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. This also serves as a correction report. (Meter serial no) was incorrectly documented in the initial MDR 30 day report. Has been updated. Additionally, the reported report date was incorrect on the initial submission. The correct report date is november 17, 2016. The submissions related to MDR 2954323-2017-01171 were submitted in error under that MDR number. The information reflected in the initial and follow-up submissions for MDR 2954323-2017-01171 were the device evaluation and corrections. This report has been updated to reflect the information reported under MDR 2954323-2017-01171.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl, 230 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.this serves as a correction report. Section was incorrectly documented in the follow up #2 MDR 30 day report. Section been corrected.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl, 230 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. This serves as a correction report. Correction follow up #2 was previously filed under MFR#2954323-2016-06629 however the follow up # was incorrect in the report. This report should have reflected follow up #1. Correction follow up #3 was previously filed under MFR#2954323-2016-06629 however the follow up # was incorrect in the report. This report should have reflected follow up #2. Please note that the report has been numbered as follow up #4. When taking into account the numbering error made in the previously submitted mdrs, the correct follow up # for this report is follow up #3. Since adcs system will not allow two reports to be submitted under the same MFR# and follow up #, we are unable to properly update.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl, 230 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. This serves as a correction report. MDR follow up #1 was incorrectly submitted under MFR #2954323-2017-01171.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl, 230 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl, 230 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.